Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was in shocked state, shortness of breath, had fast heart rate, and needed emergency endotracheal intubation. During nasal intubation, the balloon was found to be leaking. The endotracheal tube was replaced.